Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. H3) the hard drive was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When attempting to log into the software, the screen would turn black for approximately twenty seconds and then go back to the login screen. This occurred multiple times. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not a software issue. Analysis found that the software functioned as designed. H6: 10, 213, and 67 are associated with the software investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hard drive was replaced. The system then passed the system checkout and was found to be fully functional. Software logs have been received by the manufacturer. However, analysis had not been completed at the time of filing. The hard drive has not been received by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that it was not possible to log into the application. It was possible to successfully log into the admin desktop, but when attempting to launch the ear, nose & throat (ent) application, the system would go to "no video detected" screen. There was no patient present when this issue was identified.